Manufacturer narrative:
The insulin pump was received with intermittent button response noted due to corroded keypad traces. No button error alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer reported that a button was pressed for 3 minutes or longer. The customer reported that the button error alarm was unable to be cleared. The customer's blood glucose was 27 mg/dl at the time of incident. The customer stated that she treated the low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.